Event description:
During deployment of vena tech b. Braun ivc filter it was noticed one "arm" of the filter looked "bent". Filter was past the point of retrieving so the ivc was deployed. The radiologist felt the ivc filter looked normal after deployment but did have concerns about why one "arm" of the filter had bent backwards on itself. The pt did well throughout the procedure and the issue of the malfunction of the deployment was discussed with the patient and his wife. A venogram was performed which demonstrated complete coverage of the vein but in an asymmetric way. The interventional radiologist felt the filter would continue to help prevent future clots but felt there was no guarantee given it's malignment of the "arms." Radiologist indicated he felt manufacturer should determine whether an additional filter should be placed.